Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00461.

Event description:
Allegedly modular neck was broken while walking on a dry asphalt. Pt. Moves without aids and support. He leads labor activities without physical exercises. No sports loadings.